Event description:
The customer stated that false (B)(6) architect (B)(6) qualitive ii results were generated for one patient. The patient questioned the results. Both samples were confirmed (B)(6) using (B)(6) confirmatory testing. Anti-hbs was nonreactive and (B)(6) . No adverse impact to patient management was reported. (B)(6).

Manufacturer narrative:
This report is being filed on an international product (catalog # 02g22) that has similar products distributed in the us (catalog # 01l80 and 04p53). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No patient sample was available to return for investigation. The customer is advised that a redraw would be advisable to re-test for (B)(6) and other (B)(6) markers in order to establish a true (B)(6) status for this patient. A review of customer complaints was performed for architect hbsag qualitative ii reagent list 2g22. No adverse trends for (B)(6) results were observed for list number 2g22 and no other tickets were registered for lot 14355lf00 for a similar issue. Clinical sensitivity testing of the lot showed acceptable performance. The customer is concerned that a potential (B)(6) architect hbsag qualitative ii result was generated for a patient sample which was confirmed (B)(6) with the architect hbsag confirmatory v.1 assay. The patient sample was found to be (B)(6). Medical affairs review included one possible scenario that patients with resolved infection have persistence of (B)(6) for life. However, the conclusion was that with the information provided, it is not possible to determine if this is a (B)(6) result. No product deficiency was identified and no additional issues were identified during the investigation of this complaint.